Event description:
It was reported that while working on a vessel during a da vinci colectomy procedure, the harmonic curved shears insert tip broke and fell into the patient. The insert had been in use for 3 minutes when the incident occurred. The broken piece was retrieved and the planned procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, the insert was returned with a piece of the curved blade broken off. The broken piece is approximately .425" x .08" in size. Engineering observed that the blade fractured near its transition point from straight to curved. A gouge mark was also observed on one side of the blade, located slightly above the fracture plan. The intact section of the blade (still attached to the insert) exhibits scratches near the fracture. No other damage was found.